Event description:
It was reported that the patient with this spectra concealable penile prosthesis experienced an infection and erosion which led to evaluation and diagnosis in the emergency room. During revision surgery, the device was explanted and no further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Erosion and infection are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of erosion and infection are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) were reviewed. The patient symptoms erosion and infection were found to be listed in the IFU. The reported patient symptoms of erosion and infection are known risks associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of erosion and infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this spectra concealable penile prosthesis experienced an infection and erosion which led to evaluation and diagnosis in the emergency room. During revision surgery, the device was explanted and no further patient complications were reported.